Event description:
It was reported the patient received stimulation in the wrong location and experienced an overstimulation sensation. There was a loss of therapeutic effect. The lead migrated about a year after it was implanted. The patient received halfway satisfactory coverage, so he did not want to have surgery. He used the stimulation when he sat down and it was effective. When he was walking and standing, the stimulation was not effective. There were no falls or traumas leading up to the lead migration. The patient bent down to pick up half a can of water. When he went to turn on his implantable neurostimulator, 3 of the 4 programs did not work. He felt stimulation to his knee cap, only in one leg, and to his lower back. He had one program that went up both of his legs and covered his back pain. When it was turned up, it felt like it squeezed his left rib. This was on program a. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead, (B)(4).

Event description:
Additional information received reported that the device was explanted in (B)(6) of 2014 because it had stopped being effective.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient . (B)(4).